Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n181905016, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On 2015-09-08, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving bupivacaine 30mg/ml at 8.103 mg/day and dilaudid 5mg/ml at 1.3505 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the hcp thought the connector piece of the catheter may have come off. During a catheter revision, the hcp removed the existing connector of an 8709sc and replaced it with an 8578. They also cut an additional 2 centimeters off. No patient symptoms were reported. Additional information has been requested regarding whether a catheter disconnect was confirmed, troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the date of disconnect was not known, though the catheter was not actually disconnected but instead not connected properly, so the issue potentially had been present since implant. A disconnect was not confirmed. A dye study was performed and was negative. At the revision it was determined that the catheter was just not connected well. The cause of the issue was not known.